Event description:
The pt was connected to a 6060 infusion pump, set and lockbox for delivery of pain medication. The system had been initially used for delivery of morphine until the order was changed to dilaudid. The facility reported that the nurse stopped the morphine infusion and opened the lockbox and pump to change the tubing when switching drugs. While attempting to start the device after the dilaudid was hung the facili8ty reported difficulty closing the lockbox and an "open door" alarm on the device. The facility reports that the pt and family member requested that the alarm be silenced and as a result the device was turned off. The pt was subsequently observed to have seizure-like activity and went into respiratory arrest. Narcan was administered and the pt was transferred to the ICU. The facility reported that the pt has since recovered. Observation of the 50 ml dilaudid bag (1mg/ml) after this event revealed that the entire contents were missing and are assumed to have been delivered to the pt during the few minutes between when the bag was hung and when the seizure occurred.